Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported problem was confirmed, the image has noise due to a defective charged coupled device unit. The inspection also noted the cable was reprocessed incorrectly and the serial identification plate is faded. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed that the customer high-definition camera head has ¿poor picture quality¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause of the defective charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.